Event description:
A supervisor reported that a pt had a possible allergic reaction after the placement of a stainless steel marker from a gel mark ultra biopsy site marker. The pt had the breast biopsy in august, and after the breast biopsy the pt experienced itching in and on her breast. The pt had the marker removed.